Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected gradually increasing shock impedances on the right ventricular (rv) lead which is likely due to calcification on the lead. Over the past year, the shock impedances have been greater than 125 ohms three times. Technical services (ts) suggested performing a high energy shock to verify the true impedance of the lead. Further information was received that this lead was explanted and replaced. No additional adverse patient effects were reported. It is expected to receive this product for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected gradually increasing shock impedances on the right ventricular (rv) lead which is likely due to calcification on the lead. Over the past year, the shock impedances have been greater than 125 ohms three times. Technical services (ts) suggested performing a high energy shock to verify the true impedance of the lead. No adverse patient effects were reported. The system remains implanted and in service.